Event description:
Doctor tried to tighten the set screw after inserting lag screw; however, set screw would not move. Burr on the female thread for the set screw inside the reported nail. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
DHR reviewed and no anomalies found.

Event description:
Patient was revised to address pain and loosening of all components. Poly wear of the insert was also reported.